Event description:
It was reported that the pump miscalculated boluses. Tandem technical support reviewed the pump logs and determined that the bolus calculation was correctly calculated, pump functioned as intended; reportedly the customer was unclear on the insulin on board function of the pump. Tandem educated caller on correction bolus calculations with insulin on board. The customer¿s blood glucose (bg) level was 40 mg/dl. Customer declined to provide how low bg was addressed.